Event description:
It was reported that the insulin pump had no power and that the customer had tried 10 new batteries unsuccessfully. The blood glucose reading was 230 mg/dl. The customer stated that there was a solid circle on the insulin pump, and the battery symbol was present but empty. She noted that she did not receive a low battery alert prior to the off no power alert. During a self test attempt, the customer reported that the device counted to 4, then shut off. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed failed battery test after battery installation due to corroded battery tube. Off no power alarm not verified due to failed battery test alarm. Insulin pump received with minor scratches on lcd window, cracked case at display window corners and missing end cap sticker.

Manufacturer narrative:
Insulin pump alarmed failed battery test after battery installation due to corroded battery tube. Off no power alarm not verified due to failed battery test alarm. Insulin pump received with minor scratches on lcd window, cracked case at display window corners and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.